Event description:
Vague report of pump set at 33 ml/hr with an unk size bag of heparin. The pt's ptt level was normal. The pump's rate was increased 2 to 3 times without change in ptt level until the tubing was found to be misloaded in the pump head. No additional clinical info was able to be obtained. No pt injury was reported.